Manufacturer narrative:
The field service engineer checked the sample probe and found it acceptable. The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable glucose results for 1 patient tested on a cobas 6000 c (501) module. The initial glucose result was 0.43 mmol/l and the repeat result was 7.64 mmol/l. No questionable results were reported outside of the laboratory. There was no allegation of an adverse event. The glucose reagent lot number and expiration date were not provided.

Manufacturer narrative:
The investigation determined there was a pre-analytics sample handling issue. The investigation did not identify a product problem. An assay related issue could not be detected.